Event description:
Additional information noted that a manufacturer's representative called the patient and the issue was resolved.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
The patient reported that the implantable neurostimulator would not stimulate when turned on. It was indicated that the physician recharger symbol was on the screen. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.